Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open shoulder procedure, the needle separated from the strand before it can be used. A new strand was pulled to complete the procedure. There was no patient injury.